Event description:
Unomedical reference number (B)(4). Event occurred in canada, it was reported that on (B)(6) 2024 occlusion alarm occurred in the tubing and blockage is there. The blood glucose level was high and addressing the issuing with correction injection via mdi. No further information available.